Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent moved on the balloon. The physician noted that the 12x5.00mm liberte bare metal stent was moving back and forth on the balloon. The stent was not used and there was no pt contact. The physician used a different device to complete the case. There were no pt complications reported.

Manufacturer narrative:
Device analysis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.